Manufacturer narrative:
Summary of analysis: the lead has been damaged. The hipot test failure is the result of the coil being compressed against the inner tubing. No mfg defects were found. Cannot verify complaint of infection.

Event description:
The reporter indication that the device was explanted due to infection.